Event description:
It was reported that the user experienced a brief sensor issue resulting in signal loss from a dexcom g7 continuous glucose monitor (cgm) to the ilet, with no glucose readings displayed, and support guided the user to toggle the sensor settings and re-enter the pairing code. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included temporary interruption of automated insulin dosing based on cgm data with no reported health impact. User support included remote technical troubleshooting and education on cgm pairing and configuration. Investigation of this case revealed a communication disruption between the cgm transmitter and the ilet, consistent with a connectivity or configuration issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or setup error leading to loss of communication.